Event description:
It was reported that during an unknown procedure that the clip applier "shoot" the clips out of the jaw. One unformed clip is attached to the clip applier (handle). Another like device was used.

Manufacturer narrative:
Date sent: 5/12/08. Info anticipated, but unavailable at this time.